Manufacturer narrative:
Correction: d3, h3. The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During the support the patient experienced toresades which requires 1 defib. Physician planned to place an implantable cardioverter defibrillator (ICD). The physician does not believe it was device related, but due to electrolyte imbalance. Patient was successfully weaned and explanted after 7 days of support post issue.